Manufacturer narrative:
One fast-cath transseptal guiding introducer swartz was received for investigation. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, the stopcock connector broke off from the sheath hub. The procedure was able to be completed without replacement of the device with no patient consequences.